Manufacturer narrative:
It has been identified during internal review that the reported manufacturer event date was not correct. The event date was initially recorded as (B)(6) 2017, however the exact date of event is unknown. This medwatch report has been submitted to clarify that the date of event is unknown. This correction does not impact the timeliness of the previous reports or the investigation conclusions.

Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4). Corrected data: date received by manufacturer.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During device installation dr (B)(6) observed that one of the levelling foot didn¿t touch the ground when she pressed the button for descent activation. She had to manually put down the levelling foot and checking the stability of rosa.